Manufacturer narrative:
(B)(4). An evaluation is in-process.

Event description:
The customer observed a false positive architect b-hcg result. The customer provided the following results: initial 25.3 miu/ml (positive), retest <1.2 miu/ml (negative) additionally, the patient was negative when tested at another laboratory (method not provided) there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, instrument log review, and a review of labeling. Return material was not available from the customer. Patient mean data was reviewed; this analysis concluded that the reagent lot in question read patient results consistently and acceptably. An accuracy testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. The instrument logs did not identify information to indicate an instrument or sample integrity issue occurred. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect total b-hcg reagent, list 07k78, lot 54919ui00, was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended. However, no systemic issue or product deficiency was identified.